Manufacturer narrative:
(B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoprosthesis-improper placement and branch vessel obstruction. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of a thoracic aortic aneurysm using gore® ctag® thoracic endoprostheses (tgu262620j/12400540, tgu262110j/12757318). After the tgu262620j/12400540 device deployment, the device partially covered the left common carotid artery (lcca) unintentionally. A metallic stent was implanted in the lcca to restore the blood flow. The cause of partially covering was unknown. The patient tolerated the procedure. No further information was obtained. (B)(6). The following patient information was asked by the clinical specialist but was not available: weight, date of birth, pre-existing conditions, medications.